Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests. Her results were 84 and 104 mg/dl. She did not have any symptoms. The rptr stated that she tests once in awhile, is not on mediction and controls her blood sugar with diet. She checks the confirmation dot for coverage, and compares it to the color chart.